Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional mitral regurgitation (mr), a rotated heart, and a restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was suboptimal due to the patient¿s complex anatomy. Two mitraclips were successfully implanted. Post-procedure, the mr was reduced to grade 1+. On (B)(6) 2026, the patient returned symptomatic with heart failure symptoms, recurrent mr of grade 5, dyspnea and worsening pulmonary edema. Transthoracic echocardiography (tte) revealed single leaflet device attachment (slda) of both clips from the anterior leaflet. Per the physician, slda was attributed to the poor quality and friability of the leaflets. The patient was subsequently referred for mitral valve replacement surgery. During surgery, both the posterior and anterior leaflets were noted to be torn and lacerated. The surgical procedure was successful, and the patient was transferred to the intensive care unit (ICU). On (B)(6) 2026, the patient was reported deceased. Per the physician, mitraclip procedure, recurrent mr and cardiogenic shock were contributing factors to the patient's death. There was no clinically significant delay reported.